Event description:
It was reported that during the fill tubing process, the ilet delivered repeated alerts, including ¿38 - insulin, consecutive stalled motor,¿ despite changing the infusion set and restarting the fill procedure; blood glucose at the time was 185 mg/dl and backup therapy was multiple daily injections. Symptoms included no reported adverse physiological effects. Outcomes included shipment of replacement infusion sets and a replacement ilet, along with troubleshooting and education. Investigation included remote review of device-reported alarm information and coordination for device return. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.